Event description:
As reported: "the transverse fracture was reduced and the canal was opened. The surgeon requested nail sizing options; the sales rep recommended starting with a 7 mm reamer, however he elected to proceed directly to a 10 mm. The 10 mm reamer was buried in the distal humerus. The surgeon then asked the sales rep to open a 9 mm x 270 mm nail. Insertion proceeded smoothly until the nail reached the distal segment of the fracture site, at which point the bone fractured into a three-part pattern."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.